Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2018-12824. It was reported that the patient's two leads were explanted and replaced on (B)(6) 2018 due to the two leads being fractured. Stimulation therapy was reportedly restored postoperatively.

Event description:
Device 1 of 2 : reference MFR. Report#: 1627487-2018-12824.